Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the cover would not attach to the bd ultra fine¿ pen needle to remove the needle from the pen. The following information was provided by the initial reporter: "consumer reported found a few from a few boxes, cover would not snap onto the pen needle to remove it from pen."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the cover would not attach to the bd ultra fine¿ pen needle to remove the needle from the pen. The following information was provided by the initial reporter: "consumer reported found a few from a few boxes, cover would not snap onto the pen needle to remove it from pen".